Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the down button was not responding. The customer's blood glucose was normal; no numerical value was given and didn't require any treatment. Customer is returning the device for analysis.

Manufacturer narrative:
Device had unresponsive down button due to corroded keypad traces.